Event description:
Pt arrived in ER in cardiac arrest. "Hands-off" electrodes applied. Pt was defibrillated. On 2nd attempt "arcing" was noted. Electrode connection was checked and pt was defibrillated without arcing. The defibrillation was attempted nine times, of these nine times five of the attempts resulted in arcing across the pt's chest with resultant singing of the chest hairs. Electrode contact was checked between attempts, with no indication of improper application. Pt expired. MFR was sent defibrillation cable on 2/22/95. Awating contact from MFR on cable analysis.